Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 423 mg/dl. The customer declined troubleshoot for high blood glucose. Customer also reported that the insulin pump received delivery alarm as a past event and alarm did not occur during manual prime. Customer also stated that no delivery alarm was resolved by changing complete set. The insulin pump will be returned for analysis.